Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03409. It was reported, the pt is not receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. Lead diagnostics showed invalid impedance values on several contacts of the scs lead. Surgical intervention will be scheduled at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.